Event description:
Attorney reported: in 2006 -- the patient underwent a umbilical hernia repair surgery with implant of a composix e/x mesh patch. One month after surgery, the patient reports abdominal swelling of her belly button. On approx six months later -- the patient underwent a diagnostic laparoscopy with lysis of adhesions and partial explant of the mesh patch. The patient reports pain and swelling immediately after the partial explant which did not improve to date.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.